Manufacturer narrative:
Device history record could not be verified as lot number was not provided. There was no sample available for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. Based on the investigation, there were no abnormalities found during production of the or towels; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. No action will be taken at this time. We will continue to monitor trends for this type of incident.

Event description:
Customer reported they are having trouble with linting from the sterile towels, pwtb04-stm, that are in the chi standard special procedure kit, product: chip99ir4d that is leaving lint on the sterile table in the cath lab. The issue was found during a coronary angiogram procedure. There was a 5-minute delay to clean the sterile bowls. The towels were used to hold wires on the sterile table and used to wipe blood from the clinicians¿ hands during procedure. There is no adverse event, and no noted injury to the patient.